Manufacturer narrative:
The reported events were dislodgement and signal noise. As received, a complete lead was returned in one piece for analysis. The reported event of signal noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up via merlin.net on (B)(6) 2021. Review of the transmissions showed that there was noise on the right ventricular (rv) lead. After further assessment, patient was brought to the clinic for a chest x ray which confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.